Event description:
Product analysis for the explanted generator was completed. The device history records show that the pulse generator passed all specifications before it was released. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications as defined. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received by the manufacturer for product analysis on (B)(6) 2013. However, product analysis has not been completed to date.the return product form confirmed the date of explant and indicated that a replacement was not implanted at that time. The reason for explant was checked as "adverse event."

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2013 product analysis was completed on the explanted lead. Abraded openings were noted on the outer and the inner silicone tubing. Scanning electron microscopy images of the negative coil shows that the coil was most likely cut using some type electro-cautery tool as indicated by the fused coil wires in one of the coil ends. This was most likely caused during the explant procedure. One strand of the negative coil appears to have been torn. The negative coil shows appearance indicating that pitting or electro-etching conditions occurred at torn strand and at the break past the electrode bifurcation. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut ends of the returned lead portions. Other than the mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The abraded openings/fluid leaks and corrosion noted in product analysis were reported on MFR. Report # 1644487-2013-02443. Review of the lead device history records confirmed all quality tests for the lead were passed prior to distribution.

Event description:
A registered nurse in the operating room reported that the patient had an infection at the generator site, and the vns generator was explanted on (B)(6) 2013 as a result. The patient had recently generator replacement on (B)(6) 2013. The leads were not explanted and were left intact, so they may re-implant a generator again in few weeks if the antibiotics heal the infection. Attempts for additional information have been unsuccessful to date.

Event description:
The patient's lead was received by the manufacturer on (B)(4) 2013. However, product analysis has not been completed to date. The return product form reported that the lead was also removed on (B)(6) 2013 due to the infection at the chest site. Patient was not re-implanted at that time.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of device history records confirmed all quality tests were passed and sterilization was performed for both the generator and lead prior to distribution.